Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable, and the smart cable used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to duplicate the reported intermittent image issue by manipulating the cable near the hdmi connector. Since there are no repairs available and the customer received a replacement, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or the user was reported.